Event description:
Initial reporter indicated that they had a frozen screen event. Reported "they followed the procedure" and the event resolved. Good faith attempts are being made for more info pertaining to the event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.